Event description:
It was reported that during a procedure, the settings on the laser were changed. After that, the console was used but there was a very loud noise. The physician tried to use the laser; the console would just make a sound that sounded like marbles hitting together. When the fiber was removed from the console, was noticed that the fiber was in 2 pieces. The procedure was completed with another device without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in two pieces, fiber body was broken. The complaint was confirmed, as the fiber had a fiber had a body break along the body. During the microscopic analysis it was observed that the connector presented burn marks. During functional testing the console showed: treatments used: 1, treatments left: 0. Also, the error code 67 fiber expired, was confirmed. It is probable that procedural handling and procedural conditions of the device during set-up and/or use may have contributed to the fiber break. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the settings on the laser were changed. After that, the console was used but there was a very loud noise. The physician tried to use the laser; the console would just make a sound that sounded like marbles hitting together. When the fiber was removed from the console, was noticed that the fiber was in 2 pieces. The procedure was completed with another device without patient complications.